Manufacturer narrative:
This report is being supplemented to provide additional information to b5.

Event description:
The customer reported event (green/purple light) was found during the device reprocessing. There was no patient or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the following: cable pins of the connector are too small for shield cables. Shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of the connector. Soldering joints of shield group might be too weak to withstand the forces within cable. Sealing compound within the connector does not seal the soldering joints and bare cable contacts completely against steam ¿ corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. Cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. External force for example due to fall, impact or shock. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green/purple image. There was no patient harm associated with the event.

Manufacturer narrative:
The device is expected to be returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.